Manufacturer narrative:
Format history file analysis has confirmed pump error 63 due to poor solder joints at the ambient light sensor on the keypad assembly. However, the insulin pump was programmed with multiple test boluses and monitored; all boluses delivered properly and were recorded in the daily history screen. No bolus anomaly or history anomaly noted. The insulin pump was received with minor scratched display window and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error unexpectedly. Troubleshooting found that the pump did not pass the self test. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further details provided.